Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out-of-range (oor)pacing impedances of greater than 2000 ohms, as well as loss of capture (loc), noise, oversensing which led to pacing inhibition. The lead was found to be fractured and had damaged insulation. These issues led to the premature depletion of the ICD. The device was explanted, and the lead was surgically abandoned and both were successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.